Event description:
Customer reported an issue with high blood glucose levels displayed as "high" on the cgm, with unknown specific values. Customer took corrective action by administering a correction injection via mdi and delivered a bolus with the pump, while technical support advised monitoring the system and following up if the issue persists. Customer understood and acknowledged these instructions.